Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to be broken. The broken pieces were not returned with the instrument. Components adjacent to the broken spatula and ceramic sleeve do not show damage. The complaint regarding instrument not working was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument was not working. The procedure was completed with no reported injury.